Manufacturer narrative:
The cause for the discordant rubella g result with other methods is unk. A siemens representative examined the rubella g qc and no issues were found. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A positive advia centaur rubella g result was obtained on a pt sample. The customer has a protocol to retest any result between 10-50. The sample was tested on the immulite platform and the result was negative . The pt sample was tested on the architect platform and the result was negative. The sample was repeated on the advia centaur platform and the result was similar. Due to the discordancy between platforms, the result was reported as equivocal. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g results.